Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and found the reagent cups foaming and overflowing. The fsr cleaned the wash cup, reagent (rohs) which resolved the issue. Return testing was not completed as returns were not available. A review of the instrument service history revealed no contributing factors on or around the time of the issue. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the wash cup, reagent (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the wash cup, reagent (rohs), or the architect c8000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
(B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for a one day old patient. The following data was provided (units of measure = mg/dl): on (B)(6) 2020: total bilirubin = 5, direct bilirubin = 0.3. On (B)(6) 2020 sid (B)(6): total bilirubin = 1.8, repeat on another architect after result was questioned by the nurse = 9.6, direct bilirubin = 0.4, repeat = 0.6. 2nd sample on (B)(6) 2020 and resulted on another architect: sid (B)(6) total bilirubin = 10.3. No impact to patient management as reported.